Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('patchy chronic salpingitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included multiparous, arm fracture, chest tube insertion, multiple cesarean sections (cesarean sections in 2010 and 2013), therapeutic abortion (two therapeutic abortions in 2013), menses irregular with excessive bleeding, dysmenorrhoea and endosalpingiosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia,"), pelvic pain ("pelvic"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia"), intermenstrual bleeding ("metrorrhagia"), anaemia ("anemia"), rash ("rash"), hypersensitivity ("hypersensitivity"), skin disorder ("skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea") and visual impairment ("vision problems") and was found to have weight decreased ("weight loss,"). The patient was treated with surgery (bilateral essure excision and tubal implantation). Essure was removed on (B)(6) 2021. At the time of the report, the salpingitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, heavy menstrual bleeding, intermenstrual bleeding, anaemia, rash, hypersensitivity, skin disorder, psychological trauma, bladder disorder, urinary tract infection, fatigue, migraine, headache, weight decreased, nausea and visual impairment outcome was unknown. The reporter considered abdominal pain, anaemia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, migraine, nausea, pelvic pain, psychological trauma, rash, salpingitis, skin disorder, urinary tract infection, visual impairment and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure insertion, previously reported as (B)(6) 2014. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2021: mr received. Reporter information, medical history, lab data, device removal details added. Date of insertion updated. Event: chronic salpingitis added. Case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('patchy chronic salpingitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included multiparous, arm fracture, chest tube insertion, multiple cesarean sections (cesarean sections in 2010 and 2013), therapeutic abortion (two therapeutic abortions in 2013), menses irregular with excessive bleeding, dysmenorrhoea and endosalpingiosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia,"), pelvic pain ("pelvic"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia"), intermenstrual bleeding ("metrorrhagia"), anaemia ("anemia"), rash ("rash"), hypersensitivity ("hypersensitivity"), skin disorder ("skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea") and visual impairment ("vision problems") and was found to have weight decreased ("weight loss,"). The patient was treated with surgery (bilateral essure excision and tubal implantation). Essure was removed on (B)(6) 2021. At the time of the report, the salpingitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, heavy menstrual bleeding, intermenstrual bleeding, anaemia, rash, hypersensitivity, skin disorder, psychological trauma, bladder disorder, urinary tract infection, fatigue, migraine, headache, weight decreased, nausea and visual impairment outcome was unknown. The reporter considered abdominal pain, anaemia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, migraine, nausea, pelvic pain, psychological trauma, rash, salpingitis, skin disorder, urinary tract infection, visual impairment and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure insertion, previously reported as (B)(6) 2014. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-aug-2021: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.